Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: an express ld device was received for analysis. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. The stent was crimped in the correct position on the balloon. One of the stent struts mid-region was lifted. The investigator attached the express ld device to a boston scientific encore inflation unit and the balloon was inflated with di water to its rated burst pressure of 12 atmospheres with no leaks noted. The stent was fully deployed with no issues. No damage or issues were noted with the balloon material. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip.

Event description:
Reportable based on device analysis completed on 16nov2023. It was reported that stent failure to deploy occurred. The 85% stenosed target lesion with a bend of <90 degrees was located in the severely tortuous and severely calcified subclavian artery. Following pre-dilatation at 6 atmospheres, a 9.0x30x135 cm express ld vascular stent was advanced and reached the position. However, during deployment, the stent could not be deployed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, the returned device analysis revealed stent damage.